Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was an overdischarge. Interrogation of the device indicated that telemetry was not capable. A por was conducted, however the battery could not be properly charged by the patient as it is too deep. The patient has struggled with this since implant and due to back pain issues, long charging sessions are not comfortable. The patient is being referred to neurosurgery for evaluation of pocket revision. There is no information that suggests that the patient was scheduled for surgery. Additional information has been requested regarding the actions/interventions taken to resolve the overdischarge, the pocket being too deep, and the back pain issues, and the patient outcome but it was not available at the time of this report. If additional information is received, the event will be updated.

Manufacturer narrative:
Device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an healthcare provider (hcp) reported it took the patient 5-6 hours to charge the battery and the device was not currently functional. Further actions/interventions taken to resolve the overdischarge included a jump start in the pain clinic on (b)(\6) 2016. It was noted the patient would be having a battery pocket revision with a new battery implant in the near future to resolve the implantable neurostimulator (ins) being too deep.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the revision and replacement of the ins had taken place. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.